Event description:
Patient enrolled into (B)(4) trial. Minor ischemic stroke reported. Ice pick headaches resulting in intermittent sharp left eye pain. Patient recovered without sequelae. Please reference MDR 2183870-2010-00111 for the spiderfx used in this procedure.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.